Event description:
The pt's wife called in because her husband has been experiencing elevated blood glucose from the 300-400 mg/dl range for the last three to four weeks. The pt's blood glucose is not typically higher than 160 mg/dl. She stated that he felt really bad with his elevated blood glucose. The pt is convinced that his infusion set tubings have been causing his elevated blood glucose because he has had several tubings separate from the luer lock. The wife of the pt did not know whether there was a complete or partial separation of the tubing from the luer lock. The pt did not notice any leakage or smell of insulin. To bring his glucose down the pt would take insulin injections and change the infusion set. The pt did not report assistance by a healtcare professional or second party to address the issue. The product has been requested for return to be evaluated.

Manufacturer narrative:
Issue described to agency in recall.